Event description:
It was reported that the tip burned through contacting tissue without causing damage. It was further reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip burned through contacting tissue without causing damage. It was further reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection revealed a melted sheath. The probable root causes for the reported failure could be due to: the electrocautery probe is not in contact with tissue, the electrocautery probe is activated while irrigating or aspirating fluid, the electrocautery probe is activated while there is irrigation fluid in the cannula and/or, the tip is retracted into the sheath while the current is activated. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.